Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 245mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level. A supply change was performed due to the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.